Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch verio sync meter displayed a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged power issue began on (B)(6) 2014, at 7:00 a. M. The patient manages her diabetes with insulin (unknown type, self-adjuster) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient reported 3 hours after the alleged issue occurred she developed symptoms of ¿sweat and not feeling well¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (08/04/2014). The patient¿s meter has been returned on 6/12/2014 and evaluated by lifescan product analysis on 7/24/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 05/06/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.